Manufacturer narrative:
A ge service representative performed an on site investigation. The transport handle bolt was evaluated and re-attached to the workstation handle. The handle was then re-attached to the workstation. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the workstation transport handle broke free from the main body of the system. No patient or user injury was reported related to this event.